Event description:
Pt's daughter reported "high pressure" error. Replaced tubing twice with no resolution. Used back up pump instead. We will replace pump. No other info known. No side effects reported. Reported to (B)(6) by pt/caregiver.